Event description:
It was reported that the pacemaker system is exhibiting high out of range right ventricular (rv) lead impedance measurements. Technical services (tc) was consulted and provided guidance regarding device reprogramming. The issue was not reproducible through isometric maneuvers and the health care provider will review the case with a physician. The patient will continue to be monitored. This pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).